Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who is suspected to have experienced a capsule bag tear during the implantation of their light adjustable lens+ (lal+). Based on the patient's descriptions, rxsight surmised that the treating physician was able to secure the lens and complete the surgery, and a vitrectomy was performed by a retinal specialist during a secondary surgery.